Event description:
During a ptca/stenting treatment procedure the quantum monorail balloon ruptured at 20 atm's (rated burst pressure) on the third inflation during predilatation of the lesion. (The initial inflation was to 16 atm's and the second inflation was to 18 atm's). The pt was asymptomatic during this event. The lesion being treated was a calcified and stenotic lesion in the proximal - mid lad coronary artery. The quantum monorail balloon catheter was removed and replaced with another balloon catheter to succesfully complete the stenting procedure. Pt status is reported as 'good'.